Manufacturer narrative:
The reported event was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the physician was unable to implant the left ventricular lead. The physician removed and abandoned the implant of the left ventricular lead and implanted a dual chamber system. No further intervention was performed. The patient was in stable condition.